Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a faulty solenoid 20. The fse proceeded to replace the solenoid to resolve the issue. Failure mode of the event is attributed to solenoid 20. (B)(4).

Event description:
The customer reported obtaining voteouts (non-numerical results) for the red blood cell (rbc) parameter from the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The customer did not report any patient results out of the laboratory during this event. Instrument printouts were not provided for this event.